Event description:
It was reported that high impedance was observed on vns patient's system. The physician reported that the patient was implanted a year ago and falls a lot. No patient adverse events were reported. X-rays were taken and sent to the manufacturer for review. The generator appears to be placed in upper chest in normal arrangement. The filter feed-through wires appears to be intact. The pin connector appears to be not fully inserted. The electrodes appeared to be placed in normal arrangement. Strain-relief bend and loop are presents. One tie-down was used to secure the implanted lead. A portion of lead behind the generator could not be assessed. No suspected lead break or any sharp angle was found on the visible part of the lead. A revision surgery was suggested by the physician. No known surgical interventions have been performed to date. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently provided an incorrect patient information. The previously submitted MDR inadvertently provided an incorrect event description.

Event description:
It was reported that high impedance was observed on vns patient's system. The physician reported that the patient was implanted a year ago and falls a lot. No patient adverse events were reported. X-rays were taken and sent to the manufacturer for review. The generator appears to be placed in upper chest in normal arrangement. The filter feed-through wires appears to be intact. The pin connector appears to be not fully inserted. The electrodes appeared to be placed in normal arrangement. Strain-relief bend and loop are presents. One tie-down was used to secure the implanted lead. A portion of lead behind the generator could not be assessed. No suspected lead break or any sharp angle was found on the visible part of the lead. Additional information was received from the physician, indicating that the patient underwent revision surgery on (B)(6) 2016. The lead pin was disconnected from the generator bloc, and then reinserted correctly. New tests were run after the surgery and system diagnostics returned impedance results within normal limits. It was reported that the physician was planning to turn the device back on, on (B)(6) 2016. No additional relevant information was received to date.